Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system was explanted due to the patient experiencing pain at the implant site. A boston scientific implantable cardioverter defibrillator (ICD) replacement system was successfully implanted. The sicd system was disposed of and will not be returned. No additional adverse patient effects were reported. The boston scientific local area sales representative was contacted to obtain the model and serial number for the associated electrode. No further information is available at this time. Should additional details become available, this report will be updated.